Manufacturer narrative:
A partial lead measuring 10.2 cm was returned for analysis. Analysis was normal. No anomalies were found. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.